Manufacturer narrative:
Analysis of the instrument and instrument data indicated that the cause of the falsely depressed bun results was a mechanical malfunction of the instrument. A siemens field service engineer was dispatched to the site to evaluate the occurence. Instrument issues were identified and repairs were performed including replacement of the s3 sample probe mixer and drain. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A group of falsely depressed bun results were obtained on qc and patient samples. The patient results were reported to the physician. The same samples were run on an alternate dimension vista instrument and higher results were obtained. Corrected reports were issued. There is no indication that patient treatment was altered or prescribed on the basis of the falsely depressed bun results. There was no report of adverse health consequences as a result of the falsely depressed bun results.